Event description:
The physician was using a bridge assurant peripheral stent for treatment of a lesion in the external to internal iliac. The lesion was 60% stenosed. Prior to attempted implantation of the bridge assurant stent an endurant stent graft was successfully placed. The physician placed the bridge assurant stent distal to the endurant graft. The following day during kub radiographic examination it was noted that the bridge assurant was correctly placed but not expanded. A bare metal stent was used to crush the stent to the vessel wall. There were no abnormalities noted during prep/inspection prior to use. The patient was fine post procedure. Image review: the still images show a dislodged unexpanded stent present in the iliac proximal to the stent graft. The images appear to show flaring at the proximal end of the stent.

Manufacturer narrative:
(B)(4): evaluation results - unapproved use of device (device not indicated for use in the iliac), (root cause undetermined - limited information and device not received for evaluation).